Event description:
As reported, during testing, the balloon of this swan ganz catheter leaked and could not inflate. The device was not used on patient. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation, the balloon was found to be ruptured in the central area and the edges did not appear to match at the ruptured region. Patient demographics unable to be obtained.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. One swan ganz catheter was received by our product evaluation laboratory for a full evaluation. As received, during visual inspection balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through a balloon inflation process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.